Manufacturer narrative:
This report is filed march 31, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced performance decrement with the device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016. This report is filed july 29, 2016.